Event description:
It was reported that the procedure was treating a moderately tortuous, heavily calcified, 90% stenosed, de novo lesion in the mid left anterior descending coronary artery. After pre-dilatation, the 3.0x23mm xience xpedition stent was deployed and a dissection was noted. The dissection was treated with another xience xpedition stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.